Event description:
It was reported that the insulin pump alarmed no delivery, and that there is condensation inside of the screen. The caller did not know the blood glucose reading. The customer declined to speak to helpline. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.